Event description:
It was reported that during an unspecified arthroscopy, the tendon stripper couldn't cut the graft at the moment of removal and another incision was necessary to complete the procedure. The procedure was completed using the same device. There was a 30 minutes surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Manufacturer narrative:
H11: corrected information in d4 (lot no.) & h4 (mfg. Date).

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported additional incision and 30 minutes surgical delay cannot be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected information in h6 (health effect - clinical & impact codes).

Manufacturer narrative:
H2: additional information in d4 and h4 (exp. And mfg. Dates).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device shows definite wear from use, the laser etchings are legible. A functional evaluation of the device found that it was unable to cut cleanly through the testing material. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported additional incision and 30 minutes surgical delay cannot be determined. The root cause has been associated with component failure. Factors that can contribute to the reported event include wear from use or excessive force of the device. No containment or corrective actions are recommended at this time.